Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device's active blade broke off (a 4mm piece) and were unsure where the tip was located, so they took an x-ray and were still unable to locate the tip in the patient. The tip was never located inside or outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.